Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, the pump was reset and cleared the alarm. There was no reported adverse impact to the customer's blood glucose level.